Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive after the device was dropped onto a toilet, resulting in a curved crack across the display; the screen was no longer usable, the device had been synced before the issue, blood glucose was 158 and stable, and the user planned to return the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a touchscreen component fracture with stress damage identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.